Manufacturer narrative:
Device history record (DHR) review was unable to be conducted for the device at the time of this report. A follow-up report will be submitted if additional information is received.

Event description:
It was reported that during a breast biopsy with an atec sapphire device on (B)(6) 2026 that the "foot pedal - it was non-responsive for the radiologist several times and then took an extra sample when it wasn't expected." The procedure was able to be successfully completed. Customer outreach was performed and confirmed that "the tech indicated that one extra sample was taken after she took her foot off the foot pedal". There was no report of additional intervention required. No further information is available at this time.